Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a stuck button. The blood glucose at the time of the incident was 114 mg/dl. The customer advised to monitor pump and call back as needed. The device will not be returned for analysis.